Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported that the patient's ipg was getting hot/warm during charging. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a non rechargeable ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Explant date.

Event description:
Additional information required indicates that the surgical intervention took place on (B)(6) 2022.

Manufacturer narrative:
As received, reported event for pocket heating while charging was not confirmed. The ipg, after being depleted, was able to fully charge and pass auto test. Pocket heating testing while charging was conducted using the returned ipg and le charger for 10 hours using test method 76-0011 and analyses of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in compliance in the eon mini product requirements specification. No anomaly was observed that would have affected the operation of the ipg or reported event. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and there were no reworks on unit.

Manufacturer narrative:
As received, reported event for pocket heating while charging was not confirmed. The ipg, after being depleted, was able to fully charge and pass auto test. Pocket heating testing while charging was conducted using the returned ipg and le charger for 10 hours using test method 76-0011 and analyses of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in compliance in the eon mini product requirements specification. No anomaly was observed that would have affected the operation of the ipg or reported event. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and there were no reworks on unit. As such, this event is no longer reprotable